Event description:
Healthcare professional reported "dense fibrous granulomas/tissue fragments of capsule wall" and "patient doesn't feel safe using allergan product due to the recall" on left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported capsular contracture baker grade unknown on unspecified side, device remains implanted. Reported event is considered to be device related.